Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient incorrectly disconnected and then reconnected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient disconnected from the patient line and laid the line down on a bed. The home patient did cap off the transfer set but did not cap off the patient line. The home patient stated that the bed was wet and then reconnected to the patient line. The home patient stated that some small air bubbles were observed after reconnecting. This event occurred during drain two of three. The technical service representative explained proper disconnect procedure to the home patient. The technical service representative advised the home patient to end the therapy and follow up with the registered nurse. The home patient was to try to drain using manuals. The technical service representative assisted home patient to end the therapy and remove the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.